Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The reported patient effect of thrombosis, as listed in the coronary stent graft system, graftmaster rx instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It should be noted that IFU, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the treatment outside the indication contributed to the reported event.

Event description:
Subsequent to the initial report, the following information was provided: the graftmaster stent was implanted on (B)(6) 2014 and successfully sealed the perforation. On (B)(6) 2014, the patient presented with stent thrombosis. No additional information was provided.

Event description:
Additional information received stating that the graftmaster was implanted on (B)(6) 2013, not on (B)(6) 2014 as previously reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this procedure was performed on (B)(6) 2014 to treat a thoracic pseudoaneurysm in the proximal right coronary artery. There was evidence of bleeding including a small pericardial effusion. The graftmaster stent was implanted for treatment. Although appropriate bridging with heparin had been reviewed, the postop course was not appropriately bridged and the patient had stent thrombosis the next day. The patient was immediately taken to the cath lab where thrombectomy and thrombolysis was performed with excellent results. The patient was switched from clopidogrel to ticagrelor, and has done well. Follow up on (B)(6) 2014 in the clinic noted the patient to be asymptomatic with no functional limitation. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.